Event description:
It was reported that during an unknown procedure, the clip applier locked up. Able to finally get it open. Finished case with another applier. No patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.